Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2003-(B)(6); 4543 competitor implantable pacing lead 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to short battery longevity. A high threshold measurement had also been observed on the right atrial (ra) lead but the lead remains active. No patient complications have been reported as a result of this event.